Event description:
It was reported the patient fainted and an examination at the hospital revealed there was intermittent exit block. It was also reported the lead displayed unstable thresholds. The lead was removed, replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the patient experienced episodes of dizziness and "short syncope." It was also learned the lead displayed loss of capture when the patient's left arm was in certain positions.